Event description:
A review of service data detected a reportable event. During servicing of battery charger which was returned for routine maintenance, it was discovered that the battery charger would intermittently charge battery packs. The last pt to use this battery charger did not report any problems with it.

Manufacturer narrative:
Device eval summary: device eval of battery charger has been completed. The connector at the base of the battery charger would not stay in the battery charger base. The connector was replaced. The battery charger was retested and restocked. The root cause of the defective power brick is unk but is likely mismating of the connectors. No adverse event resulted from the damaged battery charger. The last pt to use this battery charger did not report any problems.